Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed in veeva to be associated. A non-conformity was identified as associated with this lot number; however, based on the limited details provided about the failure we cannot determine any relationship with the nc at this time. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, "the anchor harpoon broke". No additional information was provided at this time.